Event description:
It was reported that a customer experienced cartridge alarms 20 and 30. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the occurrence of alarms with consecutive cartridges and decided to send a replacement pump. The customer will use multiple daily injections as backup therapy while waiting for the pump with updated software. Instructions were provided to the customer on putting the current pump into storage mode and returning it to tandem to avoid billing. The customer acknowledged the need to program settings and connect their continuous glucose monitor to the replacement pump.